Event description:
The customer reported that while the generator was inactive, the surgical staff noticed smoke and a flame emitting from the back of the generator. The generator was switched off, and another one was utilized. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.